Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy. It was reported the device would staple but not cut. Pulled another atb35 to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 11/16/1998. H6: damaged firing mechanism. Endopath ets flex: the analysis results confirmed that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and co has documented the reported circumstances and analysis results. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.